Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, the patient experienced a hyperglycemic event. At 10:00am while attending church, the patient passed out. A person sitting next to her called emergency medical technicians. (Emt) at the time emts arrived, the patient's continuous glucose monitor (cgm) blood glucose (bg) reading was 400 mg/dl. Patient does not recall the finger stick bg reading at that time. Patient reported that the emts administered a shot to lower her glucose level. Patient did not report the type of shot administered. The patient was treated on site at the church, then taken to eat something. At the time of contact patient was stable. No additional patient or event information was provided.